Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that  since implant, they haven't been able to sit down because doing so was too painful. The patient stated they had to go see their managing health care provider (hcp) last friday ((B)(6) 2022) because they were swollen and in so much pain and the patient stated their hcp had told them they should not have been in so much pain. The patient stated their hcp then prescribed the patient an antibiotic and a pain killer and the patient started icing the incision and their swelling started to go down aside from one small area however then all of a sudden they started feeling a tightness and the stimulation has been painful. The patient stated at first they thought it was the incision site however yesterday their pain had been so bad they turned the ins off. The patient stated they left it off for a few minutes and it was still hurting but when they turned the stimulation back on, they realized it started causing a lot more pain. The patient stated initially the stimulation had been at 1.2 ma for the past 3 weeks and they turned it down to 0.9 now which was tolerable. The patient stated they felt the stimulation in their butt, which they confirmed to be the bike-seat area but that the pain was also at the tiny incision site in their tailbone area and the patient stated if they pushed down on it, they could feel the stimulation there. In addition there was also pain at the incision site of their ins and that towards the left of their "butt crack area" there was a very sharp pain. The patient stated since they turned their stimulation down, they've started to have some leakage again and they didn't want to turn it down more because they knew more of their symptoms would come back. The patient denied having had any traumas or falls since they were implanted and stated they've been at home not doing much. Patient services reviewed device function as well as stimulation expectations and programming considerations with the patient. The patient has a managing health care provider (hcp) appointment today so they were going to follow up with their hcp at the appointment to check the implanted system and discuss their pain.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# (B)(4) serial# implanted: (B)(6) 2022 explanted: product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 20-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from hcp. They reported cause was unknown. The pain did not improve with device off. There was no s/s of infection at the lead or device. The device is off and xrays done. Issue not resolved yet. Follow up scheduled for (B)(6) 2022.

Manufacturer narrative:
H6: ime e1906 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that there is no change in pain when the device is off, so they are moving the generator up high on (B)(6) 2022. Pain is only to cephalad portion of device when sitting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.